Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the hypotube was kinked at various locations along its length and a longitudinal balloon tear. The tear stretched from the distal edge of the proximal marker band to the proximal edge of the distal marker band. The total length of the tear measured approximately 13mm in length. A detailed examination of the balloon material and the proximal and distal marker bands could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error because the device was not used in accordance with the directions for use (dfu) and / or any use not considered accepted general medical practice. The balloon was inflated to 15 atms when the balloon ruptured which exceeded rated burst pressure. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The de novo and eccentric lesion was located in the mildly calcified left anterior descending (lad) artery. Upon attempting to pre-dilate the lesion, the 15mm x 2.5mm apex monorail balloon catheter, the balloon ruptured at 15atms, on the third inflation. The balloon catheter was removed intact from the patient without incident. The procedure was successfully completed by implanting 3.0mm x 38mm promus stent and post dilated with 3.5mm x 15mm and 4.0mm x 15mm quantum maverick balloon catheters. No patient injuries or complications were reported. The patient's status was reported as "stable."

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The de novo and eccentric lesion was located in the mildly calcified left anterior descending (lad) artery. Upon attempting to pre-dilate the lesion, the 15mm x 2.5mm apex monorail balloon catheter, the balloon ruptured at 15atms, on the third inflation. The balloon catheter was removed intact from the patient without incident. The procedure was successfully completed by implanting 3.0mm x 38mm promus stent and post dilated with 3.5mm x 15mm and 4.0mm x 15mm quantum maverick balloon catheters. No patient injuries or complications were reported. The patient's status was reported as 'stable.'

Manufacturer narrative:
(B)(4)